Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of software found no evidence of product non-conformance. Digital implant image comparison testing was conducted and all images were accurate. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: "a trained medical professional determines final implant type and size intraoperatively." "Orthosize software does not determine the final size and type of hardware to be implanted."

Event description:
During a bilateral total hip arthroplasty, it was discovered the orthosize v1.2.6 software templated a size 10 stem for both patient's left and right hips. The surgeon broached to the appropriate size and implanted size 10 and size 12 stems. It is unknown which side received which sized stem. There was no patient injury or delay in procedure.